Event description:
A consumer implanted for complex regional pain syndrome type I and spinal pain reported that in 2016 the they started having trouble with the implantable neurostimulator (ins), meaning the stimulation sensation wasn't as intense because the ins was dying, and they experienced a loss of therapy/pain coverage. On (B)(6) 2016 the consumer was no longer feeling stimulation and their pain was much worse, so they were looking to meet with the manufacturer's representative (rep) to turn up their stimulation a little bit to cover their pain until they received a new programmer. The consumer was working with their healthcare provider (hcp) to get the ins replaced and was currently waiting on insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.